Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented in routine post-operative follow-up. It was noted that the left ventricular (lv) lead exhibited loss of capture due to dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.